Manufacturer narrative:
Unable to perform the displacement test because the pump motor is unable to rewind giving a pump error. Per visual inspection there were traces of corrosion on the electronic board, power and ribbon cables, and on the home motor switch of the pump. Unit received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 183 mg/dl. Customer also stated that the battery compartment was cracked. The device will be returned for analysis.